Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was reading inaccurately high as compared to another meter in addition to his feelings/normal readings. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue began at approximately 5am on the same day he contacted lfs for assistance. He tested on the subject meter and observed a value of "165mg/dl" which he felt was high as compared to another meter (breeze 2) which read "115mg/dl." The tests were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/ or <=30 mg/dl. It is not known what range the patient considers to be normal. The patient manages his diabetes with an unknown type/dose of oral medical and he denied taking any action regarding his usual diabetes management routine in response to the alleged issue. Approximately 20-30 minutes later, he claimed he developed symptoms of "dizziness and blurred vision" but despite his symptoms, he denied receiving any form of medical intervention. The patient felt that the subject meter reading did not correlate with his feelings/symptoms. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the subject test strips were in good condition and the test was performed correctly. A control solution test was performed, but it did not pass. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.